Event description:
The customer reported that he attempted to change the reservoir for the first time, but he could not insert the reservoir in the reservoir chamber as the piston was in his way. The caller stated that he was connected when he tried to push the reservoir and took a lot of insulin. The customer stated that he filled up to 3mm and went down to 1mm. Advised the caller that he had taken 200 units of insulin and had glucagon tablets or shots. The customer had drunk some juice and fruit. The customer measured again and his glucose level was 359mg/dl. Recommended the caller to have his wife take him to the hospital or activated the ems alarm. The caller stated that he is closed to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.